Manufacturer narrative:
The device remains implanted. Therefore, a direct product analysis could not be performed. (B)(4).

Event description:
It was reported to gore that on (B)(6) 2012 a patient presented with a descending aortic aneurysm and underwent the placement of a gore tag thoracic endoprosthesis in zone 3 of the proximal descending aorta. On (B)(6) 2015, the patient was diagnosed with a type ii endoleak and underwent embolization of the left subclavian branch on (B)(6) 2016.